Event description:
The ventilator battery failed to communicate to provide "limited battery capacity" alarm 10 minutes before the end of life of the battery. Also when alarms activated at "no battery capacity", it lasted for "30s" instead of a minimum 3 minutes. Overall it appears to be software glitch in reading battery life.